Event description:
The event is reported as: a visistat stapler was jammed to the point that the staples will not release. No pt injury reported.

Manufacturer narrative:
Results: no lot number or sample for review. Conclusions: CAPA (B)(4) was issued to address the issue of jamming. If additional info is received for this complaint a follow-up report will be submitted.